Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with a rotawire. The rotawire was received inside the rotablator device. The rotawire was removed and it was kinked and fractured. The distal portion of the wire with the tip was not returned for analysis. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a mid-way position. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The annulus was found to be damaged/not rounded. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was unable to get any speed and the stall light came on the console. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01244. Reportable based on device analysis completed on (B)(6) 2017. It was reported that the burr was unable to advance in the lesion. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.00mm rotalink¿ plus and a rotawire were selected for use. During the procedure, it was noted that the burr was unable to advance in the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the rotawire was fractured.